Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump was scrolling when attempting to enter their carbohydrates. Customer also reported their buttons were unresponsive to exit from the screen. Customer's blood glucose was 90 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.